Event description:
It was reported that during a re-intervention to re-position a pacing lead, the silicone cover over the distal set-screws of the subject device detached. Blood residue was seen under this cap. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.